Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address extreme degradation of the tibial bearing and patella and movement of the tibial bearing post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown tibial bearing catalog #: ni lot #: ni, unknown tibial tray catalog #: ni lot #; ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified that the explanted patella and articulating surface showed evidence of use through bio debris. The patella pegs were fractured and the articulating surface showed significant abnormal wear on the posterior end of the condyles. Radiographic review identified no evidence of fracture or patellar implant loosening. However, narrowing of the tibiofemoral space consistent with polyethylene liner wear or displacement was identified. The tibia was slightly anteriorly subluxed in relation to the femur, however, implant fit appeared to be maintained and patellofemoral alignment was normal. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.